Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an ulna osteotomy surgical procedure before use on a patient, it was observed that the sagittal saw attachment device would not work when the trigger was pushed in. According to the report, the event occured at the conclusion of the pre-surgery setup while the patient was already draped in and ready to go. It was further reported that the attachment device was in use with the motor device, battery device and battery casing device. It was further reported that there was no alleged malfunction against these devices as they were also tested and worked properly. There was a fifteen minute delay in the surgical procedure. A spare device was used to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized, would not function. It was also observed that there was excessive corrosion on some internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.